Event description:
About am4:20, vent inop repeating turn on/off. Since alarm sounded, disc/sense alarm had been generated when the nurse carried out to the check. When silence/reset button was pushed, one has noticed the sound of ltv differing from usual. The ltv changed into the state of carrying out a vent inop and repeating post, after several of the seconds. Then, it changed for another ventilator immediately, and a patient did not have healthy damage.